Event description:
In 2008, I had essure done as my permanent birth control. I've lived with severe cramping, pain, edema, and irregular periods for the past five years. Now I'm suffering from extreme pain and after having CT scan and ultrasound it has been determined I must have a hysterectomy to be rid of the pain. This is due to the essure device shifting from the fallopian tube to low in my uterine wall. This product should be pulled and the makers held responsible. Never in my life did I think I'd be out (B)(4) dollars for something that was supposed to make my life easier. I nearly forgot too mention, I'm only (B)(6) and looking at possibly going through menopause due to this hysterectomy.